Event description:
During preoperative testing of the anesthesia machine, the hospital reportedly noted there were no audible ventilator alarms. There was no report of pt involvement. Ge healthcare¿s investigation is ongoing. A follow up report will be submitted once the investigation has been completed.